Manufacturer narrative:
(4117) device is not available for testing. (4119/3221) despite several attempts to obtain the graft identification, no further information was provided by the hospital. Therefore, no investigation on the involved product could be performed. (4109/213) the review of post-marketing historical data indicated that no other similar complaint has been reported for the same product family. Our medical corporate officer reviewed the case. His assessment is as follows: "graft thrombosis in these patients in not an unusual occurrence due to the poor distal run-off. I can't comment on the tear as there is no information regarding the location and the appearance. The decision to explant the graft and substitute it with a homograft is also not explained. Because of the scarcity of information it is impossible to make a complete medical assessment." (4315) unfortunately, we could not determine the cause of the events due to the lack of information. (22) thrombosis is a foreseeable side effect associated with vascular grafts, considered in our product risk assessment and mentioned in the corresponding instructions-for-use.

Manufacturer narrative:
No investigation could be performed to date since there is no graft identification available. Additional information is being sought. The investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
In the context of another report by the same surgeon (bleeding during implantation of an axillary graft - see medical device report 1640201-2019-00002), it was mentioned that a second patient, implanted with a graft in an axillary position as well, was admitted to the intensive care unit and had to be reoperated due to bleeding post surgery. After obtaining additional information, it appeared that both cases are different. This second patient suffered an acute thrombosis of the graft (the date of the event is unknown). The surgeon had to reoperate to perform a thrombectomy during which he observed that the graft had a tear. He sealed all the leaks with prolene and bio-glue. The graft was finally replaced on (B)(6) 2018 by a cryopreserved arterial homograft. However, no graft identification was provided.